Event description:
It was reported that the user experienced episodes of low glucose after meals and a high glucose reading up to 360, while using an ilet system with a 23" teflon 6 mm infusion set and a dexcom g7 cgm; the user announced meals about 15 minutes before eating, paused ilet during workouts and showers, and worked with support to complete a guided factory reset and full setup, including cgm pairing, cartridge and infusion set replacement, weight entry, and going bionic. Symptoms included hypoglycemia with a nadir of 63, hyperglycemia, dizziness, and impaired concentration. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.